Event description:
Drill bit size 4.5. Surgeon was drilling the shaft of the right radius to allow insertion of pin. Drill bit broke in half during the procedure. Broken half of drill bit left in bone as it could not be easily removed.